Manufacturer narrative:
(B)(4). This report is number 1 of 3 MDR's filed for the same patient (reference 0001822565-2017-05032 and 0001822565-2017-05033). Concomitant devices : unknown persona bearings catalog # unknown, lot # unknown, unknown persona tibial component catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation at this time, as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left knee arthroplasty, subsequently patient has experienced pain, stiffness, weakness, and instability following implantation. Attempts to obtain additional information are in progress however, no further information is available at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2017-00254.